Manufacturer narrative:
The device was normal. No anomaly was found.

Event description:
It was reported that during implant, the connector pin broke during connection to the device. The lead was replaced. The patient was fine after the event.

Manufacturer narrative:
(B)(4).